Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 9bv2g44. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory. Section d4 of the initial report indicates the lot # for the suspected contour next control solution as 9vb2g44. The correct lot # is 9bv2g44. Section d4 has been updated with the correct information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control test and obtained a reading of 196 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.